Manufacturer narrative:
Other relevant device(s) are: iw1414c105xh sn (B)(4), expiration date: 2012-03-23, (B)(4).

Event description:
A talent stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with pain and a ruptured aortic aneurysm. The CT revealed a type iii separation endoleak. The physician elected to implant an endurant aui, an endurant iliac extension and performed a femoral to femoral bypass. The type iii separation endoleak was resolved and the ruptured aneurysm was excluded. The physician stated that the patient had a previous CT that revealed that the type iii separation endoleak had been there for several years, the cause of the event was continued disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.